Event description:
User error - not adverse event and/or product problem.product was placed directly on an abdominal graft during surgery. Product is labeled and sold as non-sterile for topical use. Pt was reportedly released from hospital without any adverse event.